Manufacturer narrative:
During the site visit, the technical service specialist (tss) inspected the instrument and observed misalignment of the r1 probe and a loose coating on the tip of mixer 2. The tss resolved the issue by replacing the alinity c-series reagent probe, list numbers 04s49-01 and mixer list number 09d59-04 which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number (B)(6), after the parts were replaced. A review of the alinity ac01525 instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alnty c-series reagent probe and mixer. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alnty c-series reagent probe and mixer.

Event description:
The customer observed discrepant patient results generated from alinity c processing module for several patients. The results provided were: sid (B)(6)co2 initial= 41.2 mmol/l /repeated=21 mmol/l sid (B)(6)potassium initial=6.88 and 5.88 mmol/l /repeated=4.27 and 4.27 mmol/l; sodium initial=>200.0 and 184.3 mmol/l /repeated= 136 and 136 mmol/l sid (B)(6)potassium initial=6.13 and 7.51 mmol/l /repeated=3.58 and 3.55 mmol/l sid (B)(6)potassium initial= >10.00 and 9.56 mmol/l /repeated=4.77 and 4.85 mmol/l sid (B)(6)potassium initial=8.94 and 8.72 mmol/l /repeated=4.37 and 4.35 mmol/l laboratory reference range for co2=19 to 28 mmol/l; potassium=3.5 to 5.3 mmol/l; sodium=133 to 146 mmol/l there was no reported impact to patient management.

Event description:
The customer observed discrepant patient results generated from alinity c processing module for several patients. The results provided were: sid (B)(6) co2 initial= 41.2 mmol/l /repeated=21 mmol/l. Sid (B)(6) potassium initial=6.88 and 5.88 mmol/l /repeated=4.27 and 4.27 mmol/l; sodium initial=>200.0 and 184.3 mmol/l /repeated= 136 and 136 mmol/l. Sid (B)(6) potassium initial=6.13 and 7.51 mmol/l /repeated=3.58 and 3.55 mmol/l. Sid (B)(6) potassium initial= >10.00 and 9.56 mmol/l /repeated=4.77 and 4.85 mmol/l. Sid (B)(6) potassium initial=8.94 and 8.72 mmol/l /repeated=4.37 and 4.35 mmol/l. Laboratory reference range for co2=19 to 28 mmol/l; potassium=3.5 to 5.3 mmol/l; sodium=133 to 146 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.